Manufacturer narrative:
The trochanteric nail kit is stated to be the subject product. No associated products were reported. A review of the DHR revealed no discrepancies. The item reported was documented as faultless prior to distribution. The packaging had been opened already and thus, the stuck set screw in original condition could not be verified. Evaluation revealed that the returned set screw did not show any traces of use. No traces (marks, imprints) of the set screw were found on the surface of the foam, which indicates the item was located in its intended position (rectangular aperture inside the foam block). Due to the significantly wrinkled tyvek® lid it could be assumed that opening was done with high energy. Since 2004 a new set screw packaging for the gamma3 nail kit blister had already been established. The size and the outer box as well as the blister in the box are kept unchanged. Improvement: the separate small white foam in the sterile gamma3 nail kit now is provided with an aperture, so that the set screw is visible through the (unopened) blister. According to information received it was detected ¿during inspection¿. The set screw is clearly visible through the unopened blister and thus, there was no necessity for opening the packaging for inspection. Furthermore, the engraved lot code (k0dbc72) of the set screw doesn¿t match with the engraved lot code (k0f355a) of the nail. A nail kit comprises of a nail and a set screw with the same lot code and thus, it could be excluded that the reported set screw stuck in the foam layer. Investigation revealed that trochanteric nail kits of both lot codes k0f355a and k0dbc72 had been delivered to the final customer, which was confirmed by the distribution site stryker (B)(4). Thus, it is very likely that there was a product mix-up at the hospital site. The reported event was not confirmed. Based on the information given and due to above facts the root cause of the event is not related to a deficiency of the device, but may rather be linked to inadequate user handling of the package. No non-conformity was identified.

Event description:
It is reported by the sales rep, that the set screw had come out of the sterile area of the packaging compromising the sterility of the device.

Event description:
It is reported by the sales rep, that the set screw had come out of the sterile area of the packaging compromising the sterility of the device.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.